Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced a few issues with insulin pump. Customer reported insulin pump squirts out insulin during priming, settings were erased during battery changes, buttons were very hard and firm when pressed, pump had to be primed and rewound more than once, pump received a lot of no delivery alarms, display screen was scratched which affected the ability to read. Pieces of plastic were chipping off when changing the reservoir. Customer's blood glucose was unknown. Insulin pump is not expected to return for failure analysis.